Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. Upon receipt, no communication could be established between the device and programmer. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. The original battery was returned to the vendor for further evaluation and it was noted that the battery suffered a separator shutdown. The root cause of the separator shutdown in the battery could not be determined. (B)(4).

Event description:
This report is to advise of an event observed during analysis.